Manufacturer narrative:
(B)(4). Concomitant medical products: associated products- ref. 183004; lot 2116393; description: vanguard tm cr interlok femoral 60mm right; ref. 183420; lot 2073933; description: vanguard tm cr tibial bearing 10mm x 63/67mm. Report source: (B)(6). This product is manufactured by biomet (B)(4) orthopaedics, (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028.

Event description:
It was reported a revision surgery due to instability performed on (B)(6) 2019. Upon revision the surgeon noted that the insert was chipped off and worn on one side, the tibial tray showed signs of wear and was poorly adhered to cement. All components were removed.